Manufacturer narrative:
Health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter slipped out from the patient and the rotating suture wing remained on the patient with sutures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of a device. The photo depicts the catheter with blood on the device and the plastic rotatable suture wing by its side. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter accidentally slipped out of the patient's jugular vein and the rotating suture wing was detached from the catheter. It was stated that the catheter was completely detached from the patient although the ring of the suture wing was not broken. It was also stated that the stitches hold and the suture wing was still attached on the patient's body when the catheter slipped out. Blood loss of 250-300ml was reported. They stopped the bleeding and contacted the responsible doctor to resolve the issue. The catheter was replaced with a new acute catheter. The patient did not experience air embolism and no blood transfusion was done to address the blood loss. There was no patient injury.